Manufacturer narrative:
Although follow-up for product return was unsuccessful, a provided photograph confirmed the reported disassembly of the black protective cap. The investigation could not draw any conclusions about the reported breakage without the instrument to examine. Based on the inability to confirm the reported breakage or identify root cause, the need for corrective action was not indicated. Although the need for corrective action was not established, CAPA (B)(4) was previously initiated to further investigate sig fem adpt torque wrench breakage and identify corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The rubber stopper on pfc sigma femoral adapter torque wrench came off.